Event description:
Healthcare professional reported " textured to smooth devices due to the patient¿s concern with the product". Healthcare professional reported later "capsular contracture baker grade iii". This record is for the right side. Device has been explanted

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii".